Event description:
It was reported that after checking the cuff in the operating room, the foley catheter was inserted into the patient. After insertion, sterile distilled water was infused to confirm that the catheter was positioned at the bladder neck, at which point it fell out on its own. Health professional received a report from the operating room that the balloon had suffered a rupture, but there were no visible signs of rupture. Since a leak is also a possibility, please investigate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.